Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater bag became detached from the cassette line of an amia automated pd cycler set and leaked. This issue occurred during extra last drain while the patient was connected. The renal therapy services (rts) agent helped the patient to end therapy early. The patient was in extra last drain and noticed heater bag had come apart from line from cassette and caller saw fluid dripping out of heater bag that had last fill of extraneal. The patient would call nurse about missed last fill and possible exposure to non-sterile solution. The peritoneal dialysis registered nurse (pdrn) did not believe that the patient had caused the separation but believe it was due to a cassette malfunction. The pdrn also indicated that as a precaution the patient was placed on prophylactic antibiotics due to the separation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.